Event description:
Our affiliate reported to us that during an acl repair, the vapr equipment stopped working. The procedure commenced at 2:30 pm, however, by around 5: pm, the generator displayed error codes every time the footpedal was activated. At this point in time, for whatever reason, the surgeon chose to close the patient and reschedule the procedure. This is all of the information that mitek has at this point. Also see associated mdrs 1221934-2012-00295, 1221934-2012-00296 and 1221934-2012-00297.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The manufacture conducted a comprehensive examination of the complaint device; visual, electrical and functional test were performed; the device performed as intended, they could find no fault with the handpiece. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.